Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device got stuck on the second clip. The product was replaced to complete the case. There was no patient injury.